Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During routine testing of the device, the service technician reported the cable guide was cracked. No other details regarding the nature of the event were provided. The monitor was originally returned for a start up failure. Since this event occurred during routine testing, there was no patient involvement during this event.